Manufacturer narrative:
G4:16dec2020. B4:30dec2020. D4: UDI#: (B)(4). A touchscreen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported touch panel sometimes does not react. There was no patient involvement or harm reported.

Manufacturer narrative:
G4: 02nov2020. B4: 03nov2020. The service technician confirmed misaligned in the touch position. The touchscreen was calibrated, and the issue was not improved, so the touchscreen was replaced to resolve the reported issue. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.